Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -15.5 into the patient's right eye (od) on (B)(6) 2015. On (B)(6) 2018 the lens was explanted due to lens opacity (asc); phaco-emulsification (cataract surgery) and iol implantation was performed and the problem was resolved. According to the surgeon, the exact cause of the cataract is unknown but may have occurred due to high myopia.

Manufacturer narrative:
Lens was returned dry, in a micro-centrifgue vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. (B)(4).

Manufacturer narrative:
Additional data: additional data received on 15-feb-2019: " the patient already had iol in the left eye due to cataract formation. Patient came back to the clinic last summer complaining blurry vision and docotr found nsc, not asco. He advised to remove icl and implanted iol, (B)(6) 2018" (B)(4).